Manufacturer narrative:
Updated data: b5. Second paragraph added corrected data: e3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the valve, several issues occurred. Two deployment attempts were made. The valve was recaptured twice due to the depth being too deep. A valve infold was noted after insertion into the patient during the first deployment attempt. The initial valve was not implanted in the patient, and a change out of the product was performed prior to implant. A second valve was successfully implanted. The procedure was delayed by approximately 5 minutes. No patient complications have been reported as a result of this event. Additional information was received that potential contributing factors to the infold were thickened leaflets, calcium, and the recaptures.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34 (lot: 0012245466); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the valve, several issues occurred. Two deployment attempts were made. The valve was recaptured twice due to the depth being too deep. A valve infold was noted after insertion into the patient during the first deployment attempt. The initial valve was not implanted in the patient, and a change out of the product was performed prior to implant. A second valve was successfully implanted. The procedure was delayed by approximately 5 minutes. No patient complications have been reported as a result of this event.